Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a stroke. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a stroke. There was no report of the medical intervention specified. The device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer pulled the device log. There were no errors logged. The manufacturer observed dust/dirt contamination inconsistent with sound abatement foam degradation, suggesting that it originated from an external source. The manufacturer concludes there was no evidence of sound abatement foam degradation. But, confirmed the presence of contamination in the airpath.